Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump thrombus and death are known potential complications associated with all patients implanted win vads as outlined in the instruction for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU address guidelines for optimal patient management including medical management and the therapeutic anticoagulation guidelines to minimize the risk. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in clinic, and was admitted after echo showed a thrombus near the inflow side.

Manufacturer narrative:
Pump thrombus is a potential complication associated with all patients implanted win vads as outlined in the instruction for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU address guidelines for optimal patient management including medical management and the therapeutic anticoagulation guidelines to minimize the risk. It was reported that this patient was admitted to the hospital for treatment of thrombus revealed during echocardiogram. The plan was to initiate a heparin infusion; however, due to the patient's pre-implant history of abnormal mocha panel, abnormal aspirin works test, and hypercoaguability no other intervention was performed. The patient remained asymptomatic and hemolysis labs remained within normal limits. The last report received indicated that the patient was discharged home on (B)(6) 2016 with an increased inr goal of 8/16 - discharged home with increase target inr of 2.5-3.5. No further information was provided. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event include the patient's medical history of abnormal anticoagulation tests and ifinity to hypercoagulation. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis demonstrated normal pump parameters and no alarms recorded for the 14 days leading up to the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.